Event description:
Additional information was received that the patient underwent lead replacement after knowing that the lead was broken. The lead was discarded.

Event description:
It was reported that high lead impedance was seen for a patient. It was reported that the patient did not feel magnet stimulation. X-ray were taken and reviewed the neurosurgeon and were reported to not show a rupture of the cable, the patient will be admitted again, to verify the connection. Device history records for the lead was reviewed and the lead passed all specification prior to distribution into the field. No additional relevant information has been received to date. No known surgical intervention has occurred to date.